Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for chronic low back pain. It was reported that the patient's ins needed to be restarted in (B)(6) 2013 after she had a surgical event and was bed ridden. Additional information has been requested regarding troubleshooting, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.